Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that an rn stated that bradycardia alarm did not sound around 08:20 on (B)(6) 2016. The device was in clinical use. The customer reported treatment was administered due to a low rate, and the patient is stable at this time; the type of treatment was unavailable. The available information cannot rule out a delay in caring for the patient and the patient experienced bradycardia/ asystole and required treatment. We will consider this as a serious injury, but no adverse impact was suffered.

Manufacturer narrative:
The issue is not consistent with a malfunction. While the customer initially reported no brady alarm at 8:20a, the data supports that a desat alarm occurred first, followed by a brady alarm at 8:26. Product testing found the device operational and providing both audible and visual alarms. The biomed indicated that the alarms could be heard from the bed along with other beds, when they first responded. The only issue noted was at the central station; it stated "ECG out malfunction" in the top right hand corner of the bed sector; they checked all cables, pushed on everything to make sure nothing was loose, and then the error code went away. The device was checked by a customer biomed, and was noted to be working as expected. The device remains at the customer site, and is currently in use. No further investigation is warranted at this time.